Manufacturer narrative:
Follow-up # 1 - 6/4/2015 device evaluation.the lay user/patient¿s meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging obtaining an inaccurate low control solution result. The reporter claimed obtaining a control result of "5.7 mmol/l" which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on (B)(4) 2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips/control solution associated with this complaint have also been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 2 ¿ (06/18/2015).the patient¿s test strips have been returned on 5/7/2015 and evaluated by lifescan product analysis on 6/7/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (06/18/2015). The patient¿s test strips have been returned on 5/7/2015 and evaluated by lifescan product analysis on 6/8/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 3 - 07/06/2015 correction supplemental sent to correct information previously sent. Testing on strips was completed on 06/08/2015 and should be reflected in the MFR narrative. Alert date should read 06/08/2015.